Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 (short term, cap, or long term) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 1 year and 3 months. The patient remains ongoing with lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted for anemia on (B)(6) 2018. At the time of the event the patient was not taking any anticoagulants. The patient received a total of 4 units packed red blood cells (prbcs) on (B)(6) 2018, all transfused during a 24-hour period. The patient was also provided oral iron supplement. The source of the bleed and anemia was unknown. No testing or scopes were completed. The patient was discharged from the hospital on (B)(6) 2018 with lab values still irregular and was to return for lab value testing on (B)(6) 2018.

Manufacturer narrative:
The pump remains implanted and the patient continues on vad support. A correlation between the device and the reported bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.